Event description:
The patient reported that therapy was not helping to cover the pain; the system was removed in 2011. Explant was not related to normal battery depletion. Gradually stimulation was not helping in controlling the pain, and felt shaky when stimulation was on. Indication for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.